Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebt0201 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the product was inserted on (B)(6) 2018 and after 6 months of use began to reflow without control. Rx is performed to confirm positioning. Required exchange of product that was withdrawn on (B)(6). Deployed new device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleed back is confirmed and was likely caused by the split present in the catheter. One 4 fr groshong catheter was returned for investigation. Use residue was observed within the catheter. Microscopic observation of the valve revealed no apparent issues. The catheter was flushed with water using a 12 ml syringe and a leak was present between the 12 and 13 cm depth markers. . Microscopic observation of the leak location revealed wrinkles in the material at the circumferential split¿s edges. The damage observed is consistent with material fatigue caused by repeated kinking of the catheter. Since a split in the catheter was a likely cause for the complaint of bleed back, the complaint is confirmed and appears to be related to the use of the device. A lot history review (lhr) of rebt0201 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the product was inserted on (B)(6) 2018 and after 6 months of use began to reflow without control. Rx is performed to confirm positioning. Required exchange of product that was withdrawn on 11/26. Deployed new device.